Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information provided that the patient's course was later complicated by hemorrhagic conversion with large frontoparietal intercranial hemorrhage, severe midline shift and possible uncal herniation status post decompression with right hemicraniectomy. Patient's neurologic exam remained poor and unchanged despite holding sedation. The pump was shut off due to loss of power. The device operated as expected and will not be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient was admitted into the intensive care unit. Log files were sent for review, and there was a pump stop on (B)(6) 2024 @ 12:51:39 caused by a total loss of power. This also caused the system controller¿s clock to reset to timestamp (B)(6) 2000. Once power was restored, the pump returned to operating at the set speed of 5800 rpm. The file shows the system controller¿s clock was set on (B)(6) 2024 @ 13:00:00.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed a pump stop due to full battery depletion; however, a specific cause for the battery depletion could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The submitted controller event log file contained events from (B)(6) 2024 at 18:27:57 ¿ (B)(6) 2024 at 08:37:51, per the timestamps. The file captured low power advisory and low power hazard alarms, followed by no external power alarms due to full external battery depletion on (B)(6) 2024. The system operated on the controller¿s internal backup battery until the pump ultimately stopped at 12:51:39 on (B)(6) 2024, and the controller shut down at 12:54:37. When the system controller was re-connected to fully charged batteries, the timeclock subsequently reset to the default timestamp of 01jan2000, indicating that there had been a total loss of power to the controller. The pump then ramped up to the stored patient speed without issue. Review of the log file data appeared to show the pump operating as intended before and after the pump stoppage event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, bleeding, and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated report type, b5, h6. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information provided that there were no other events leading up to the pump stop reported. Alarms were tested and working appropriately. The patient experienced multiple embolic strokes complicated by hemorrhagic conversion, midline shift and cerebral edema, herniation, and new onset symptoms of facial droop and dysphagia acutely. Computed tomography (CT) head imaging was not revealing. Site was unable to get magnetic resonance image (MRI) due to left ventricular assist device. Status post tenecteplase and then worsening mental status, repeat CT showed multiple embolic occlusions. Thrombectomy was performed. The patient expired on (B)(6) 2024.